Event description:
On (B)(6) 2013, the patient reported the buttons on the infusion device do not function. The key-lock feature was not activated, and she changed the battery but this did not resolve the issue. The failure is constant. The buttons are not flat and do not produce an audible beep when pressed. The infusion device was dropped on a hard surface within 48 hours prior to the event. No physiological effects were reported. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.